Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18484 and 1627487-2021-18485. Additional information received indicates the patient¿s system was explanted and replaced to resolve the issue. During the procedure the patient aspirated and the procedure was completed as there was no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient was experiencing shocking pains at the scs system implantable pulse generator's implant site. Reportedly, the patient fell into a chair and landed on the generator site. Since the patient experiences an intermittent shocking while walking, bending over and doing other physical activities. Surgical intervention may be taken to address the issue.